Manufacturer narrative:
Additional information: h6. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were damaged; further described as a leak towards the bottom corner, front seam of chamber b. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.